Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 422 mg/dl. The customer was treated with the manual injection. The customer stated that there was insulin flow block alarm. The troubleshooting was performed for the insulin flow block alarm and found that the insulin exited. The customer declined the troubleshooting for the high blood glucose. The product will not be returned for analysis.